Event description:
The event is reported as: customer states the tips are too pointed compared to what they are used to. The tips being too pointed irritated the pleura and can cause pain and damage to the pleura. No patient injuries reported.

Manufacturer narrative:
The defective product has been received but investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.